Event description:
On (B)(6) 2014 the lead continued to exhibit noise which appeared to have coincided to have commenced after the patients knee replacement surgery. The lead was capped and replaced on (B)(6) 2014 during an ICD replacement procedure.

Event description:
It was reported that the patient experienced syncope and had a heart rate of 34 beats per minute. The right atrial lead exhibited noise. The physician decided to program the device to voo pacing mode and monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.